Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. The lot number was provided. Review of the device history record is forthcoming. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). It was not possible to perform a thorough analysis on the product because it was not returned. Potential factors that could contribute to stent dislodgment include, but are not limited to, improper or inadequate crimping at the time of manufacture, incorrect sheath sizing, positive pressure during prep, negative pressure during sheath removal, forced sheath removal, handling of the stent during prep, interaction with accessory devices, interaction with the lesion, tortuous anatomy, or heavy calcifications. To ensure this is not the result of a product deficiency, all stent delivery systems are 100% visually inspected for proper stent placement and stent damage, and are 100% dimensionally inspected for crimped stent outer diameter. Additionally, samples are removed from each lot for destructive stent dislodgement testing. A review of the product manufacturing records did not reveal any non-conforming material records associated with this lot. Additionally, a query of the complaint-handling database was performed and there have been no other incidents reported for this lot. It may be possible that handling of the device during preparation may have contributed to the reported dislodgement. Although a conclusive cause for the dislodgment could not be determined, there is no indication of a product quality deficiency.

Event description:
It was reported that during preparation of an interventional procedure, while pulling the sleeve off of the 4 x 18 mm on 80 cm rx herculink elite stent, the stent dislodged from the balloon and remained on the mandrel. A same-size stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay reported. No additional information was provided.